Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was tested and during power-on test, ¿the erbe not powering on¿ error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. To determine the root cause, this unit will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the integrated electro surgical unit (erbe) electrosurgery unit was non-functional during startup, prior to surgery. Despite cycling the power switch multiple times, the unit remained unresponsive, with a dark screen and no signs of powering on. Under tse guidance, dag checked the mains cable connection, verified the delivery of 230 v ac through the cable, and tried a new mains cable, but the fault persisted. Dag also checked and replaced the fuses, but the issue remained unresolved. With no valleylab force triad available, the tse briefed the surgeon, who decided to proceed with the surgery using the e-100 vessel sealer as an alternative. The procedure was completed with no reported injury.